Event description:
It was reported that "when doing the operation was more than 2 hours, the doctor found the bronchial tube was twisted, and it was not able to enter the bronchoscopy normally. Then change the patient's position to enter the bronchoscopy smoothly. No impact on patient".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No bend or twist in the tube was observed. Due to the nature of the complaint issue, dimensional inspection was performed on the returned sample with a digital caliper. The sample was examined against the product drawing to determine if it was within the proper specifications. The measurements that were taken include the tube outer diameter, tube wall thickness, as well as tube inner diameter. Two measurements were recorded for each specification. The specification for outer diameter is 0.455"+/-0.015". The recorded measurements were 0.4525" and 0.4490", which are within the specification. The tube was cut at the 21cm and 27cm marks to accurately measure the inside of the tube. The specification for wall thickness is 0.044"+/-0.002". The recorded measurements were 0.0460" and 0.0440", which are within the specification. The specification for inner diameter is 0.203"+/-0.004". The recorded measurements were 0.2060" and 0.2065". All measurements recorded were within specification per the product drawing. Although the complaint issue was not for tube kinking, a preliminary kink test was performed to test the potency of the tube lumens. A steel ball of a minimum 75% (3.867mm) of the lumens of the et tube was used. A ball bearing of 3.969mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The IFU for this device states: "the user should be alert for anatomical variations including the inside dimensions and length of the patient's airway. Reliance on the tube shape should not be substituted for expert clinical judgement. The centimeter markings are provided to monitor the relative position of the tube against a landmark such as the teeth." "Check placement of the tube (auscultation , bronchoscopy, etc.) Periodically and whenever patient is moved. Any tube displacement should be corrected immediately as a displaced airway could result in a loss of ventilation." The reported complaint was not confirmed based upon the sample received. Visual inspection showed that the sample appeared typical. Although a photo and video received from the customer does show a visible bend or twist in the et tube, this was not observed during the investigation. It is possible that the tube may have relaxed post-operatively which could diminish the appearance of the bend/twist. Upon dimensional inspection, all recorded measurements were within specification per product drawing. Upon functional inspection, a ball bearing of a minimum of 75% the tube lumens was able to freely pass through the tube multiple times with no issues. A device history record review was performed with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned sample. We will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved was performed on a picture provided by the customer. Customer photo does confirm the defect reported by the customer "bent/twisted parts - tube twisted". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "when doing the operation was more than 2 hours, the doctor found the bronchial tube was twisted, and it was not able to enter the bronchoscopy normally. Then change the patient's position to enter the bronchoscopy smoothly. No impact on patient".